Event description:
Pt underwent basilar aneurysm repair (B)(6) 2018 using pulserider aneurysm neck reconstruction device hud and bare metal coils. Procedure completed without incident and pt was discharged home (B)(6) 2018. On (B)(6) 2018, subject was found at home by authorities performing wellness-check as pt was not responding to phone calls and did not show for work. Pt was found unresponsive on the floor and was taken to (B)(6). On arrival pt was non-responsive with non-reactive pupils and absent corneal, cough / gag and no motor movement to painful stimuli. Head CT showed intracranial hemorrhage, intraventricular hemorrhage, brain compression with cerebral edema. Pt was pronounced dead (B)(6) 2018 at 1235 hrs.